Event description:
Event description cpi received information about this bipolar endocardial tined lead (0010), which was returned to cpi for analysis. The lead was removed due to inappropriate markers, charges and shock delivery.